Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery change and the caller wanted to confirm the models of the current implanted components the patient has. The agent reviewed the information. The caller said one of the leads was completely broken so they were going to have to replace the lead. The caller said they needed to get off the line as they didn't have time to answer questions about the information they provided. Additional information was not able to be collected. The circumstances that led to the reported issue were asked but unknown.